Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left anterior descending artery (lad) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 38mm x 3.50mm, concentric, de novo, target lesion was located in the mildly calcified left anterior descending artery (lad). After a non bsc guidewire crossed the lesion, predilatation was performed. After predilatation, a 38 x 3.50 promus elite stent was advanced with significant resistance to the target lesion and was deployed. Following stent deployment a distal edge dissection was noted. A 20 x 3.50 synergy stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.